Manufacturer narrative:
The cartridge investigation has been completed and the reported issue could not be confirmed due to different issue found. Tandem quality engineer evaluated pump data and concluded the following: low bg (blood glucose) levels were confirmed on both (B)(6) 2017 during bolus requests. User made multiple bolus requests without entering current bg level and still having insulin on board (iob). Cartridge change sequence was completed on (B)(6) 2017 to correct an alarm 2 (occlusion detected). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence of device malfunction.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer performed supply changes to resolve the occlusion alarms. Additionally, it was reported that the customer had experienced multiple, intermittent low blood glucose (bg) levels in the 40's mg/dl range. Fast acting glucose and protein was consumed to address the low bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.